Manufacturer narrative:
The referenced report of a driveline issue resulting in low speed operation alarms was reported under medwatch MFR # 2916596-2015-01629. Device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 2 years, 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). In august 2015, the patient had experienced driveline issues resulting in low speed operation alarms and was issued an ungrounded patient cable for use with the power module. At the time, it was felt that the patient was not a candidate for a heart transplant due to age and the patient did not want to undergo a pump exchange. The patient remained ongoing on the lvad with the use of an ungrounded patient cable when on power module support. Approximately 4 months later, on (B)(6) 2015, it was reported that although the pump continued running and supporting the patient, the patient experienced pump off and driveline disconnected alarms. It was reported that the event occurred because the known short in the driveline ¿burned¿ the system controller. In addition, the yellow wrench symbol on the system controller (pc-12625) user panel was illuminated with only one green arrow (possibly indicating that the system controller was running in the backup mode). The system controller was exchanged. On (B)(6) 2015, the same alarms re-occurred on the patient¿s second system controller (pc-42031). A pump exchange was subsequently performed on (B)(6) 2015. The explanted pump and the patient¿s system controllers are expected to be returned for evaluation. No further information was provided.

Manufacturer narrative:
The explanted pump and the patient¿s system controllers were returned for evaluation. Evaluation of the returned pump confirmed damage to the wire insulation of all 6 wires adjacent to the pump housing. The damage resulted in the underlying wire conductors on each wire being exposed. The damage appeared consistent to fatigue damage due to repetitive flexing of the driveline at this location. The reported pump stoppage and driveline disconnected alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The alarms could have also resulted from the exposed conductors of two wires from different motor phases contacting each other or making simultaneous contact with the shield while on battery support. The returned severed portion of the driveline measured approximately 14.5 inches in length. Visual inspection of the wires, continuity testing, and high potential testing did not reveal compromises in any of the wires that would have resulted in an electrical short on this portion of the driveline. The returned system controller, (B)(4), was connected to a test power module patient cable, power module and system monitor, and the system controller alarmed with a driveline disconnected alarm. A test lvad was connected but the pump did not start and the system controller continued to alarm with a driveline disconnected alarm. The system controller was then disconnected from test equipment and further testing revealed two damaged/shorted components in the system controller's driver circuitry. The damage found on the transistors in the driver circuitry can be contributed to the compromised driveline identified through the analysis of the pump. The returned system controller, (B)(4), passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. No system controller related issues were identified during testing and the system controller was found to function as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that x-rays on (B)(6) 2015 showed no irregular shielding areas or indications of a damaged driveline. A driveline evaluation was performed on (B)(6) 2015 by the manufacturer's technical services representatives. The pump off and driveline disconnected alarms were unable to be reproduced during manipulation of the external part of the driveline. The connector bend relief had been previously repaired with rescue tape. The bend relief was opened and there were no indications of driveline damage. It was reported that the patient had a weight gain of approximately 20 kilograms. External palpation of the abdomen along the internal driveline tract was performed. When reaching the end of the driveline / pump bend relief, a pump stoppage occurred. Pump stoppages were also reproducible during thorax movements of the patient. The external driveline was secured with rescue tape and a pump exchange was subsequently performed on (B)(6) 2015.